Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation who reported that the patient encountered a power on reset (por) when trying to increase stimulation. The meaning of the por was reviewed and the patient was advised that they needed to contact their healthcare provider (hcp) to have the error resolved. At the time of the call the patient did not have a managing physician so the patient was provided with a list of nearby physicians to contact. The patient's therapy had stopped and patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
The patient battery was removed due to normal battery depletion; no information reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient reported that the device was removed due to normal battery depletion, they had it for 9 years.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient as they mentioned that there was code on programmer that led to power on reset condition. They had new intestim now as battery died. Issue had been resolved. Patient weight was reported.